Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA- (B)(4).

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient's capsular bag did not support model zct225 +30.5 diopter tecnis toric iol (intraocular lens) in his right eye (od). As a result, lens was removed and replaced with model ar40 +29 diopter lens. Surgeon reportedly stated that the capsular bag was intact prior to implantation. It was also noted that incision enlargement and manual vitrectomy were required. Product is not expected to return. Patient's visual acuity pre-operative: cataract. Patient's visual acuity post-operative: unknown, cylinder not corrected. No additional information provided.